Manufacturer narrative:
The reason for this revision surgery reported as broken device. The previous surgery and the surgery detailed in this event occurred 9.6 years apart. Initial or prolonged hospitalization was required. The healthcare professional indicated there was a significant adverse event to the patient. There was a post operative delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. The device was left in a patient and not made available to djo surgical for examination. A review of the device history record (DHR) show that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There were no non-conforming material reports (ncmr) associated with the products that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a revision surgery due to broken device. There were no findings during this evaluation that indicate the reported device was defective. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to these documents as soon as it becomes available.

Event description:
Reported incident & revision surgery - after 10 years the pin has broken off. ("Pin" here may have been mistranslated, it may have meant post, as in the post of the tibial insert).